Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported feeling a "jolt of current" from the implant when lying down, first noticed a few days ago. Pt stated that the issue was initially intermittent but became continuous since the previous day, causing stimulation to be turned off. Pt confirmed use of group a. Agent instructed pt to switch to group b, and pt confirmed stimulation was on with group b highlighted in green and no jolt sensation when lying down, which had been experienced under group a. Agent instructed pt to use group b when lying down and use group a when not lying down.